Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced glaze over vision, halos, glare and double vision. The patient was not able to drive and the lens was explanted and exchanged with another company lens. Additional information has been received that patient had multiple follow-ups with neuro ophthalmology and many eye doctors for the blurry vision. She initially blamed the lens but lens exchange was unsuccessful at resolving the symptoms.